Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump communicated properly with the test blood glucose meter during 3 consecutive days of testing. All test blood glucose values from the meter was displayed on the pump screen and the estimate total bolus was delivered using the bolus wizard feature. The insulin pump was also programmed with multiple test boluses. All boluses including the estimate total boluses delivered properly and were listed in the bolus history screen. The insulin pump was uploaded properly using carelink pro. All test data was listed on carelink pro. No history anomaly or bolus anomaly noted during testing. The insulin pump had minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the blood glucose was not registering in the insulin pump. The customer reported that she passed out. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.